Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It has been reported the primary assistant of surgery got injured (left ring finger artery and nerve were dismembered) by the coil of the flexor ureteral access sheath, due to cutting the flexor sheath. As reported, the physician who got injured understands there was an error in usage. On (B)(6) 2018, the physician who got injured was the primary assistant of the percutaneous nephrolithotomy (pnl) surgery. Another physician who belongs to the same facility was the operating surgeon. The patient was anesthetized, intratracheal intubation, and positioned in a prone position. Then the patient was disinfected and covered by a drape. Two wire guides were inserted from right ileal conduit, then the ileal conduit was removed. One of the wire guides was fixed to the skin as a safety guide wire by the operating surgeon. To crush and remove the kidney stone through a flexible ureteroscope, a cook flexor 12/14fr 35cm was inserted by the operating surgeon until its tip reached the kidney pelvis over the other wire guide. At this point, the primary assistant physician attempted to affix the flexor sheath to the skin with silken thread. The operating surgeon suggested to cut the flexor sheath by scissors, because the flexor sheath was 35cm so it was too long from the body surface to handle the flexible ureteroscope. (The primary assistant was not sure if the sheath could be cut due to metal coil inside of the sheath.) The operating surgeon attempted to cut the sheath and it was successful. However, when the primary assistant checked its lumen, the coil was smashed around the cut surface. So, it was impossible to insert the flexible ureteroscope. The primary assistant tried to pull the coil from the cut surface using the left thumb and left point finger. The coil was removed from the behind of the sheath more and more, and came off, then it cut primary assistant's left ring finger deeply. Bleeding could not be stopped due to arterial hemorrhage. The procedure was completed using another manufacturer's device. Since the sensation of the finger was in the periphery from the cut part, the primary assistant was delivered to the emergency room at (B)(6) hospital to perform surgery of artery and nerve rupture. Skin was sutured temporarily under interdigital nerve block. On (B)(6) 2018, neurorrhaphy (microsurgery) and suture skin were performed under general anesthesia. On (B)(6) 2018, the primary assistant was discharged from the hospital. The primary assistant has commented, even now ((B)(6) 2018), I cannot move the first joint of left ring finger, also peripheral sense is dull and has been continuing numbness. It is unknown whether the finger sense will return or not until follow the progress. I am focused on work that do not use hands such as outpatients, and I do not know whether I will be able to perform surgery again in the future. Although I am going to rehabilitate, in order not to recur such a thing again in the future, I think that it is necessary to pay close attention not to cut the sheath by scissor and not to touch the coil of the sheath with the hand. It is almost impossible to think about cutting the sheath with scissors in common sense, and it seems that there are hardly cases in which such things are needed. It is also hard to think that pulling out the coil by hand, but since the accident like the one above actually occurred, I contacted you for the purpose of preventing recurrence. An inquiry was made to determine the reason why the physician used a 35cm sheath. The response was that there was no stock of a shorter sheath at the facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Method codes: 4114, device not returned . Evaluation / investigation the actual complaint device was not returned. No photograph was provided for review. Without the complaint device, a physical investigation was not able to be completed. A document based investigation has been performed. A review of the instructions for use, and complaint history was conducted. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. The instructions for use contains the following information: flexor® ureteral access sheath used to establish a conduit during endoscopic urological procedures facilitating the passage of endoscopes and other instruments into the urinary tract. Aq® hydrophilic coating is applied to the dilator/sheath assembly to ease placement. Intended for one-time use. Description ¿ ureteral access sheath ¿ tapered dilator with locking hub suggested instructions for using flexor® ureteral access sheath 1. Place an .038¿ (0.97 mm) diameter wire guide the desired length into the ureter to establish a working tract. 2. Grasp the sheath just below the instrument adapter and advance the dilator/sheath assembly over the wire guide and into the ureter. Note: be sure the dilator is securely locked onto the instrument adapter, ensuring the dilator/sheath assembly can be placed as a single unit, allowing one-hand placement. 3. Confirm the dilator/sheath assembly is properly placed via fluoroscopy. 4. While holding the flexor® sheath in position, unlock the fitting and remove the dilator. 5. Introduce the desired endoscope or instrument as needed. Note: suture may be utilized to secure the adapter externally. Suture holes are conveniently located. On the instrument adapter. A document review identified that the device is provided with instructions for use that does not indicate the length of the device can be modified. It was reported that there was no alleged malfunction and the device had not been used in an unintended manner. The product line contains a range of sheath lengths from 13cm to 55cm. The lot number was not provided so the lot record could not be reviewed. A review of complaints from 01jan2015-12aug2018 did not find any other similar events were there was difficultly reported with the length of the device or a medical professional being harmed during the placement of the device. The device was not returned so a review of the returned product could not be carried out. The device is provided with instructions for use and a search of complaints for the product line did not find any other user reporting a similar difficulty. The cause of this complaint is the medical professional used the device in an unintended manner. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.